Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the x-ray showed that the upper part of the balloon was not inflated. The md removed the catheter and requested a second iab. Additional information received from the distributor on 11/3/09, stated the iab was prepped per instruction. The same sheath was used "by the way, the sheath is from the iab-04830-u kit." The iab was not "wet" prior to use. Reference MDR # 1219856-2009-503 for the second event involving same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.